Event description:
Pir - overinfusion resulting in death. Biomed called in 3 pirs. On (B)(6) 2010 a male patient had 3 outlook 300 pumps hooked up to him infusing dibutomine, saline & amiodorome, they did not know which serial was infusing which medication. There was an overdose resulting in the patients death. Facility did a root cause analysis and they do not feel the pumps were the cause of the overdose and they believe it was user error. Facility stated they were just doing their due diligence in having the pumps checked out.

Manufacturer narrative:
A review of the pump's operational log shows that this pump was the one infusing dobutamine in dose mode. There were several start/holds before the actual infusion started on 6/7/10 at 5:32pm. The pump ran at a drt = 4.7, dvl = 240.4, dos = 2.50, dda = 1000.0, dsv = 250. Dpw = 126.0. The infusion was stopped at 8:24pm. The actual volume infused was 13.40ml. The theoretical volume should have been 13.47ml, giving a percentage of 99.5% the evaluation is on-going. A follow-up report will be initiated after the completion of the evaluation.